Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the syringe was withdrawn, the water that was inflating the foley catheter balloon did not come out. Per follow up information received via ibc on 28oct2024, customer confirmed that patient involvement.

Event description:
It was reported that when the syringe was withdrawn, the water that was inflating the foley catheter balloon did not come out. Per follow up information received via ibc on (B)(6) 2024, customer confirmed that patient involvement.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received. The first one shows a top view of a three-way catheter. The second photo zooms into the catheter's deflated balloon and tip and the third photo shows the catheter's cap (B)(6). As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.